Event description:
During a procedure at the user facility, a universal tracker intermittent connection issues occurred and tracking was inaccurate. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.